Event description:
Per oos, this lead was capped due to intermittent loss of capture. "Ventricular stimulation threshold with programmer and era 3000 analyzer was 95.4v and the ventricular pacing was >3200 ohms". It was noted that the patient recently underwent heart bypass and aortic valve replacement surgery. The lead was capped and replaced with a setrox s 53, (B) (4). Arox 45-jbp, (B) (4), MDR 1028232-2010-00855.